Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a clinical case, the software jumped back to the select patient screen again. It was confirmed with the site that there were no instruments in the field when this occurred. It was indicated the screen jumped back to the registration screen first with the registration visible. Then it restarted registration. There was no impact to the patient outcome and a ten minute delay due to the reported issue. No complications were reported/anticipated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The logs for the navigation system were reviewed by medtronic personnel. It was noted that the occurrences of reverting to the "select procedure" portion of the application software, however insight into the probable cause was not available in the analysis.